Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5092 implantable pacing lead 2004 (B)(6), (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had first rib/clavicle crush causing a rv lead fracture. When the rv lead was being explanted the right atrial (ra) lead dislodged. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.